Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during the surgery of meniscus repair, after 1st firing, could not fire again. Changed another one, the event re-happened. The complaint device was received and evaluated. Visual observations reveal that the implants didn't received along with the needle. It was identified that the sleeve was slightly damage, it was deformed in the distal part. Upon visual inspection of the photo provided, was observed the meniscal tear, the first end of the truespan was deployed into the first/top side of the tear, but the second/bottom side would not deploy so they could not draw the suture together to close the tear. The trigger was activated several times and has been ensured the proper functioning. A manufacturing record evaluation was performed for the finished device [6l54654] number, and no non-conformances were identified. The complaint cannot be confirmed. The possible root cause for the reported failure can be attributed due to didn't applying enough downward pressure on the device for the deployment so the anchor can create a space between the meniscus and the bone in order to turn/flatten. Also, soft tissue/debris can get caught in the needle (from the first implant) causing the second implant to become lodged/stuck within the needle. However, this cannot be conclusive determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in china that during a meniscal repair procedure on (B)(6) 2020, it was observed that the truespan 12 degree peek device would not fire again after the first firing. Another like device was used to complete the procedure. There was no delay nor patient consequences reported. No additional information was provided.